Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the plastic distal end cover was burnt due to the user used a high energy endo therapy accessory, such as laser or high frequency, without keeping enough distance from tip of the subject device. The event can be prevented by following the instructions for use (IFU): ¿inspection of the endoscope¿. ¿4.3 using endo therapy accessories". Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the bronchovideoscope had had a burnt tip (possibly due to an argon plasma coagulation (apc) procedure to stop bleeding). The issue was found during inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The additional findings were as follow: the light guide lens had a burn and the image guide protector had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.